Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported a break has occurred on each side of the catheter cone. Both are outside the patient. We were told that the PICC had to be removed because it was oozing medication from the cone side. When they removed it, they noticed the break on both sides of the cone of the catheter. No other information was provided.

Event description:
It was reported a break has occurred on each side of the catheter cone. Both are outside the patient. We were told that the PICC had to be removed because it was oozing medication from the cone side. When they removed it, they noticed the break on both sides of the cone of the catheter. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: 4 fr single lumen PICC placed (B)(6) 2024 and removed (B)(6) 2024. Inserted to basilic vein, catheter to vein ration 35%-45%, total length 55cm, exit marking 40cm, locked with ssf + fibrilin, secured with statlock and dressed straight along patient's arm. PICC used for oncology treatment (folfox-ácido folinico (leucovorina cálcica), fluorouracilo y oxaliplatino). PICC was used for CT scan, but unknown at what injection rate or if contrast was warmed before use. No reported occlusions. External leakage at 0cm discovered thru extravasation. PICC was used 112 days. Patient was in the hospital at the time the leak was discovered. Patient was able to go home with PICC. It is unknown if they participated in any physical activities. No xray images available. Catheter site cleaned with chlorhexidine solution poured from a bottle (cha 2%). Additional comments: old patient, no more physical activities.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc were returned for evaluation. An initial visual observation of the first photograph showed the label, with a ref of 2174108 and a lot of rejn1097. An initial visual observation of the second photograph showed that there was a circular split in the catheter tubing. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.